Event description:
Pt (patient) reported on (B)(6) 2025 there was a freedom pump malfunction and the spring broke during the infusion. We are shipping new freedom pump to pt. Pt did waste 12.5 gm of gamunex-c. Serial number unknown. No adverse events reported. Reported to (B)(6) by: patient/caregiver.